Manufacturer narrative:
(B)(4). A service and device history review were performed with no issues noted.

Event description:
This is a report of a home patient (hp) who had outpatient hernia repair surgery. The hp was placed on back up hemodialysis until returning to peritoneal dialysis (pd) after 6 weeks. The hp stated the location of the hernia was near the incision where his catheter was placed and the hp believed the cause of the hernia was due to lifting to many things after the pd catheter was placed, although this could not be confirmed by the nurse. The hp has recovered from the hernia repair surgery.

Manufacturer narrative:
(B)(4). Unknown date in (B)(6). Review of the service dates and activities revealed the previous return of the device was not for the reported problem. There were no issues found in the device history record related to the reported problem. Should additional relevant information become available, a follow up MDR will be sent.